Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Visual examination of the provided x-ray images appeared to confirm the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative:  added: b5 and h6 (patient). Corrected: h6 (patient) removed absence of treatment and replaced with device revision or replacement. No code available (3191) is used to capture joint instability, synovitis and device revision or replacement.

Event description:
Patient received a left patellar revision to treat pain and inflammation secondary to wear through and fracture of the patellar polyethylene. Upon entering the joint, the surgeon identified and debrided dense synovitis. Intraoperative pathology identified elevated wbcs and confirmed chronic inflammation. The patellar polyethylene was worn through and fractured and revised. The femoral component was well-fixed and retained. The surgeon initiated antibiotic protocol to treat the possible infection indicated with the elevated wbcs. Patient received a depuy revision patellar button. The procedure was completed without complications.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that depuy mobile bearing patellofemoral arthroplasty with a catastrophic failure wear through of the polyethylene patellar component at 18 years post-op (implanted 2002). Requiring revision knee replacement surgery. FDA safety report depuy lcs patellofemoral arthroplasty. Date of implantation was (B)(6) 2002. This report was received through a user facility report under mw5095325.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability and device revision or replacement. Removed patient harm no information available and absence of treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.